Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment and was implanted with a conformable gore® tag® thoracic endoprosthesis and gore® excluder® aaa endoprosthesis. It was reported that the patient was converted to open repair and the devices were explanted this same day. The devices were discarded at the site.

Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: ventolin, amlodipine, aspirin, acetametophen,

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for a ruptured left subclavian artery aneurysm and was implanted with a conformable gore® tag® thoracic endoprosthesis and gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. Later this same day the patient became unstable and was brought back into the operating room due to the occurrence of a new rupture. The patient was converted to open repair and the devices were explanted this same day. The devices were discarded at the site. There was deficiency of the devices reported. The patient tolerated the procedure and has follow up scheduled for july 12, 2018 with the physician.

Event description:
There was no deficiency of the devices reported.

Manufacturer narrative:
Event: corrected/additional information.